Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of the device case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. This device had a shorter battery life than expected. A full analysis of the device was requested to see if there was any reason. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. This device had a shorter battery life than expected. A full analysis of the device was requested to see if there was any reason. This device was explanted and replaced. No additional adverse patient effects were reported.